Manufacturer narrative:
The insulin pump was received with button error alarm and unresponsive button due to flattened dome on esc button. The device had corroded keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading went as high as 500 mg/dl. Troubleshooting for keypad anomaly was performed. Customer stated that the button error alarm did not occur right after the insulin pump was exposed to moisture. Customer advised the device may have been exposed to sweat and they did not jump into water. Customer advised during a bolus attempt they were able to input the numbers but unable to push the act button as it was unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.